Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a depleted battery alarm. The root cause of the reported condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by baxter canada personnel, a colleague infusion pump was found to have experienced a battery depleted alarm, interrupting delivery. There was no patient involvement. This device is a colleague pump with a user interface module software version of 6.13.92. No additional information is available.